Event description:
Rtpr was seen by dr on 7/30/91 with a one yr history of paresthesias of the right and left hand with nocturnal paresthesias and some reduction in grip. This has increased in the past several months. Two weeks ago the pt began using wrist splints which have resulted in no significant change in her symptoms. Anti-inflammatories have been of no help, also. Trigger fingers of both hands, all fingers, carpel tunnel syndrome both wrists and arthritis starting in both hands.